Event description:
Reporter alleged that a neonate received the estimated results of 47 mg/dl and 67 mg/dl on the aviva system and professional system compared back to back within 10 minutes. Reporter could not specify which result was obtained on which system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.